Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the machine and therapy were not working since (B)(6) 2020. The patient stated she was assaulted on (B)(6) 2020 and it hadn¿t worked since then. The patient didn¿t have the programmer with her to do troubleshooting and would call back when she had it.